Event description:
It was reported that during a laparoscopic appendectomy, the device was fired and it did not release from the tissue. A laparotomy was performed to manipulate the device off of the tissue.

Manufacturer narrative:
Date sent: 09/20/2007.